Event description:
Account reported to dade behring that 20 of 85 microscan gram-positive and gram-negative panels were yielding insufficient growth (no results). Results were associated with identified prompt lot. No report of injury or illness associated with this issue.

Manufacturer narrative:
Evaluation: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusion: investigation has not been completed.